Event description:
It was reported that: "during the procedure the dr reach aneurysm with the (device in question) and the microcatheter, once the (device in question) was out of the microcatheter and it was inside of the aneurysm. A few seconds after, the microcatheter got out of the aneurysm. In this point, the dr took the (device in question) and he went to make a little curve into the tip of the (device in question), when it was touched, he felt like a little hook". The dr decided not to use the guidewire. The procedure was completed with the use of another of the same device. The pt's condition is unk at this time.

Manufacturer narrative:
The device has been returned to boston scientific, however, the investigation has not yet begun. Therefore, the cause of the event is unk.